Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was 640 mg/dl. Elevated bg was addressed by a correction bolus via the pump. Reportedly, the customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.